Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 236 mg/dl. The motor error occurred during the bolus. Customer stated that she was unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.